Manufacturer narrative:
Product ID: 3778-60, lot# va04734004, product type:lead. Product ID: 3778-60, lot# va04734003, product type: lead. (B)(4).

Event description:
It was reported that the patient was implanted the day prior to the report and a low, out-of-range impedance value was read. Impedance measurement on electrode pair 7,15 showed a value less than 50 ohms. All other combinations with 7 and 15 were normal. The reporter stated that it was believed this was because the "leads were touching" at electrodes 7 and 15 in the epidural space as seen on x-ray. The reporter stated that the physician tried to "pull the lead back" but had already anchored it and was not "worried: about it. The patient was getting "fine" stimulation.